Manufacturer narrative:
Sample ID (B)(6) and sample ID (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 03p25-27, that has a similar product distributed in the us, list number 02r98. The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Historical performance of reagent lots 33535ud00 and 34420ud00 were evaluated using worldwide data from abbottlink. Review of the worldwide field data shows that reagent lot numbers 33535ud00 and 34420ud00 are within 1sd of the established baseline, indicating the reagent lots are comparable with other lots in the field, confirming no systemic issue for the lots. Trending review determined no related trend for the issue for the product. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency for architect stat high sensitive troponin-I, lot numbers 33535ud00 and 34420ud00, was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I result for one patient. The following data was provided (customer¿s reference range is <6 pg/ml for males and <4 pg/ml for females): sample ID (B)(6) initial result, using lot number 33535ud00 on (B)(6) 2022 was (B)(6) pg/ml, repeated in a different lab using a beckman assay, on (B)(6) 2022 was 5 ng/l, reference range is 0-18 ng/l. The patient was drawn again, under sample ID (B)(6) on (B)(6) 2022 initial result, using lot number 34420ud00, was (B)(6) pg/ml, repeated in a different lab using a beckman assay was (B)(6) ng/l. On (B)(6) 2022 another sample was sent to a different lab, ntfgh, using the architect assay and the result was (B)(6) pg/ml. It was noted that the ntfgh testing was only done for trouble-shooting purposes and the result on this architect was not used for patient management. There was no impact to patient management reported.